Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2240 alarm occurred while using the homechoice. This event occurred during dwell 5 of 5 while the home patient was connected. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative explained the alarm and help home patient clear the alarm and disconnected. The home patient will finish with a manual bag. The technical service representative explained the system error to the home patient. No additional information is available at this time.